Manufacturer narrative:
Additional information: the device history record (DHR) was not performed during this investigation as the lot number provided in the complaint record is an invalid lot number. All dhrs are reviewed and approved by quality prior to release of product. There were no samples received with this complaint, therefore, an examination of the reported condition could not be made. The reported condition is not confirmed. Previous complaints have been issued for a similar event in which the user was utilizing round blunt needles instead of blunt fill needles. For the previous events, an investigation was performed, and the root cause was identified as the cardinal health market website incorrectly recommended (round blunt needle only) as a substitute for the bd blunt fill needle 18g x 1¿ to customers. The cardinal health market provides suggested alternatives for national brand codes, and codes that are showing on backorder. These alternatives are generated through system logic by looking at input description which determines its corresponding category. This is coupled with cardinal health internal data cards that determine if the code is a ¿similar¿, ¿same¿, or ¿equivalent¿ code, based on different data attributes. It was determined that the data card for this subcategory was correct and distinguished between a blunt cannula and a blunt fill cannula not allowing these two codes to provide crossed references. During the investigation, it was determined that the bd item code had an incorrect input description. The input description was ¿needle blunt 18g x 1in¿, which led this code to be identified as blunt cannula rather than a blunt fill cannula. Since this code was identified as a blunt cannula, it was showing up as an available cross. The incorrect product has been removed from the database. The investigation pertains to the item code in which the previous complaints were issued. This complaint pertains to the same failure, except the item code is a syringe combo. Based on this analysis, this is the root cause of the failure. An assessment is being done to determine if further action is required based on the investigation results identified through this complaint. A corrective and preventative action (CAPA) was issued to further investigate the failure and implement corrective/preventive actions. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported when used to access a vile of solumedrol solution, the blunt tip cored the orange rubber seal top of the vial. A particle of the orange rubber was found floating in the syringe. This was noticed prior to injection.